Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 8mm amplatzer septal occluder was chosen to close a atrial septal defect with a 8f amplatzer trevisio delivery system. During deployment in the left atrium, it was reported the left atrial disc had a cobra deformation and appeared distorted. The deformed device was removed from the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A decision was made to replace the device with a second 8mm amplatzer septal occluder for implant with an 8f amplatzer trevisio delivery system. The replacement device was implanted in the patient with no adverse patient consequences. There was no balloon sizing. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.